Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and elevated glucose levels. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s sibling reported a hospitalization related to hyperglycemia. After being unable to reach the patient since (B)(6) 2026, the sibling went to the patient¿s residence on (B)(6) 2026, where the patient was found lying on the floor and not wearing a pod. The sibling reported the patient appeared to have been preparing to apply a new pod and sensor the previous night but was unable to do so; the reason the pod was not applied could not be determined, although loss of consciousness was suspected. Medical attention was sought on (B)(6) 2026. The patient was hospitalized for 8 days and discharged on (B)(6) 2026. Reported symptoms included lethargy, incoherence, non-responsiveness, and being found lying on the floor. The reported diagnosis was elevated glucose levels, and treatment consisted of insulin administration to return glucose levels to the target range. The sibling also reported fluctuating high and low glucose levels prior to the event. It could not be determined whether a sensor issue contributed, as the patient was not wearing a pod at the time.